Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014. Device evaluation: visual analysis of the returned device identified: wear abrasion, deformation, dark ring and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported having experienced "hardening of the breast." Side was not specified. Additionally, healthcare professional reported rupture/silicone bleed. This record is for the right side. Device was explanted.